Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using day aligners, the patient's dental provider recommended the patient stop using the aligners because they did not fi the teeth, were damaging the patient's gums and appeared the same as before the treatment started. Additionally, jaw discomfort, bleeding, infection, inflammation, sensitivity, discomfort, not fitting, and discoloration was noted.